Manufacturer narrative:
Concomitant medical product: model: t510c33, tissue valve; implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced a syncopal episode while they were working over a car engine and someone used a remote starter for the car and then the patient went faint at the time the car started. The patient believes there may have been electromagnetic interference (emi) with their implantable cardioverter defibrillator (ICD) and the remote starter. The patient indicated they had talked with their physician regarding the incident and stated that the "dr said the ICD needed a software update." Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was unable to verify the patients reported symptoms and was unable to verify the patient¿s office visit. Hcp suggested the patient may have been seeing a different physician for follow up but was not sure. No further information was available. The device remains in use no further patient complications have been reported as a result of this event.